Manufacturer narrative:
Additional information: section g4 (PMA/510(k) #) has been updated. (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.